Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing significantly lower fill estimate than caller anticipated. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation but had overfilled cartridge, and technical support instructed caller not to overfill, guided caller through filling and loading new cartridge, and had caller deliver test bolus to update insulin estimate; after these steps, displayed and expected values aligned within acceptable range and issue was resolved without need for cartridge return.